Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system to determine whether a stored ventricular episode contained slow ventricular tachycardia (vt) or atrial tachycardia (at). Upon review, there was as with vs-hy at the onset, then the atrial rate increased. The atrial and ventricular signals aligned, however atrial signals fell into refractory giving the appearance of v > a. As a result, six anti-tachycardia pacing (atp) bursts were delivered and a subsequent 41j shock converted the rhythm. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.